Event description:
Pre-operatively, the pt presented with a ruptured frontal brain arterial venous malformation measuring approx 8 cm by 4.5 cm, using the speltzer-martin system. It was reported after 30% embolization of an avm with onyx with approx reflux of about 1 cm, upon removal, physician was unable to remove the catheter. The catheter was successfully removed during surgical resection the following morning. No complications were reported to have occurred with the pt during this event.